Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® plastic microbiology c&s tube kit with transfer staw/bd hemogard¿ had the cannula separate from the holder and exposed the needle. No injury or medical intervention.